Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace mvs cable assembly interface. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Evaluation of the returned assembly confirmed the reported frame rate error. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, a 'frame rates below expected levels' message was displayed when attempting to acquire 3d spin. Medtronic imaging system use was aborted and the case continued with a different imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.